Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The implantable cardioverter defibrillator was unable to be interrogated, several programmers with new wands and antennas were tried to resolve the issue. The radio frequency (rf) antenna was removed and interrogation was attempted using only wand and it was successful. The patient was in stable condition.